Manufacturer narrative:
(B)(4). Not priming the lines prior to connecting and leaving a clamp open on an unused line are known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient stated that the clamp on the patient line was not open during the priming. The patient opened the clamp next to the patient line which was an unused supply line, instead of opening the clamp on the patient line. The patient stopped the therapy and was requesting assistance. The technical service representative (tsr) advised the patient about the device ending the therapy. The tsr instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.